Event description:
It was reported that, right ventricular (rv) oversensing was noted on the device. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve this event. The patient was stable.